Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Device manufacturer address line 2: no. 20905 int. A, col. Cd. Ind. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top corner seam. The leak was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.